Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted on (B)(6), 2011.according to the complainant, post-procedure, the patient experienced pain, urgency, urine leakage, recurrent urinary tract infections, bladder pain, dysuria, leg pain, abdominal and pelvic pain.all other information is unknown.